Event description:
A patient underwent a spinal fusion and experienced intraoperative anaphylaxis in which floseal was used. It was reported two hours following anesthesia induction, floseal was applied to the operative site immediately resulting in hypotension, increased peak pressures, and exam significant for erythema, and diffuse urticaria. The patient received intramuscular epinephrine(x2) followed by an epinephrine drip. Six weeks later the patient underwent skin testing. Positive skin-prick testing to gelatin and midazolam. No additional information is available.

Manufacturer narrative:
(B)(6). MFR site: device manufacturer postal code: (B)(4). Literature article: keefe, w., farzan, s. ¿gelatin allergy implicated in intraoperative anaphylaxis following use of gelatin-based hemostatic agent¿. Annals of allergy, asthma and immunology. Volume 127, issue 5, supplement, november 2021, page s74. Conference: 2021 annual scientific meeting american college of allergy, asthma & immunology. New orleans united states. Https://doi.org/10.1016/j.anai.2021.08.232. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.